Event description:
It was reported that patient was in chronic atrial fibrillation (af) and that the atrial lead previously dislodged. Additionally, during defibrillation threshold (dft) testing internal shocks failed to convert the rhythm; however an external shock was successful, converting the heart out of ventricular fibrillation (vf) and af. The rv and atrial leads were both repositioned. Post repositioning, additional dft was performed, and an internal shock was successful in converting the rhythm. It was also reported that during follow up the patient complained of chest discomfort from the rv lead and atrial lead. Therefore the rv lead was repositioned from the apex to the rv septum and the atrial lead was repositioned from the anterior lateral wall to the ra appendage. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.